Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Dislodgement and loss of capture were noted on this lead. Lead had pulled back into coronary sinus. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.